Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the trial broke while removing the tasp from the implant during the procedure. None of the pieces fell into the patient and all pieces were accounted for. No additional information is available.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 verified item lot combination and reviewed manufacturing date as returned tasp exhibits signs of repeated use and has the post feature fractured off. All pieces were not returned. The device history records and receiving inspection report were reviewed for deviations and/ or anomalies with no anomalies/deviations identified. Medical records were not provided. CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Complaint is confirmed. The root cause is considered to be a previously addressed design issue. A CAPA was previously initiated to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.